Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not dosing and did not getting no delivery alarm. Customer stated insulin pump did not work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. No unexpected absence of occlusion alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected battery out limit anomalies noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device received with broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. Device passed the delivery accuracy test at 0.0874 inches. (B)(4).